Event description:
During set up for heart cath, discovered custom manifold kit did not have a hook-up for contrast. Only has two ports where it normally has three.this facility has had mulitple problems with this manufacturer's product over the last month. The manufacturer has been notified and product has been returned.